Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "plastic at tip is broken". The instrument was found to have damage of the conductor wire¿s insulation at the distal end. As a result, internal wires were exposed. No thermal damage or missing pieces were observed. Electrical continuity was performed and passed. Root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (part# 470205-17 / lot# n10181018 / sequence# 0035) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4). Based on this review, the instrument was not used in the reported event date. There was no image or video clip submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had broken plastic at the tip. There was no report of patient involvement and no reported injury. Follow-up was performed to obtain additional information from the customer concerning the reported event, but with no success.